Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. The customer¿s blood glucose level was 116 mg/dl. Troubleshooting was performed. Customer was advised the internal power source in the insulin pump was unable to charge. Customer advised the insulin pump was unable to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.